Event description:
The autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in 2006 and is almost 18 years old, well beyond the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a cracked bottom and encoder covers, and the head restraint bracket on the top cover was likely caused by user mishandling, such as a drop. The bottom and encoder covers and the head restraint bracket need to be replaced to address the observed physical damages. The archive data review showed the occurrence of system error, user advisory (ua) 136 (internal parameter corrupted) error message. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. The last autopulse 1.1 was manufactured in 2009. As of (B)(6)2016, zoll announced the end of life for autopulse 1.1. Many important components used in autopulse 1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label stating "not for clinical use" or will be scrapped. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).